Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient, who had a recent generator replacement on (B)(6) 2016, developed a subsequent infection at the generator site. The surgeon reported on (B)(6) 2016 that he was attempting to resolve the infection. The plan was to remove the generator only, and leave the lead implanted. During surgery however, both the generator and lead were explanted as the infection had traveled up the lead. The electrodes remain implanted. Review of the generator and lead device history records confirmed both were sterilized prior to distribution.

Event description:
This patient will be undergoing explant of remaining lead. No known surgical intervention has occurred to date.